Manufacturer narrative:
The meter and test strips were requested for investigation, however, there are no test strips remaining to return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origins are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results from 2 patients on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 1:35 p.m., patient 2 had a meter result of > 8.0 inr. At 2:01 p.m., the lab result was 5.4 inr. On (B)(6) 2022 at 9:00 a.m., patient 3 had a meter result of > 8.0 inr. At 9:30 a.m., the lab result was 5.8 inr. Warfarin adjustments were made based on the lab results. The patients' therapeutic ranges and testing intervals were not provided.